Manufacturer narrative:
It was reported that while the patient was ambulating with the life2000 device her oxygen saturation level(spo2) dropped in the 80s%. The patient rested and her spo2 returned to the expected range in less than a minute. No medical intervention was required. There was no report of device malfunction. The patient is a 60-year-old female with relevant medical history of orthopnoea, paroxysmal nocturnal dyspnoea, acute hypoxemic respiratory failure and idiopathic pulmonary fibrosis. It was noted that typically requires 5.5lpm home o2 support. The trainer who visited the patient noticed that her own o2 concentrator (millenium m10) dropped by half a litre when the life2000 ventilator was connected to it. No bubbler was used. The life2000 ventilator and compressor were replaced for the customer in abundance of caution. The breathe technologies life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The life2000 ventilation system requires the use of either the universal circuit connector or breathe pillows entrainment interface. The device instructions for use (IFU) states always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range (in the 80s%), the change was temporary, the patient recovered at home and no medical intervention was not required. Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation was possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology and exertion. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.

Event description:
It was reported that while the patient was ambulating with the life2000 device her oxygen saturation level(spo2) dropped in the 80s%. The patient rested and her spo2 returned to the expected range in less than a minute. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that while the patient was ambulating with the life2000 device her oxygen saturation level(spo2) dropped in the 80s%. The patient rested and her spo2 returned to the expected range in less than a minute. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.